Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the nurse stated that when she put in tubing into the alaris pump, it kept alarming and making large volumes of air in the tubing. When she removed the tubing from the pump to inspect it, she noticed a crack in the tubing above the blue plastic piece." There was no patient harm. An incomplete date of event of (B)(6) 2020 was provided.